Event description:
It was initially reported that the patient was hospitalized due to seizures. It is unclear if the seizures were related to vns. No further information was provided. Good faith attempts for additional information have been unsuccessful to date.